Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("my symptoms disappeared"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the adverse event had resolved. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following event was reported via social media: medical device removal. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and pre-existing condition improved ("my symptoms dissappeared"). The patient was treated with surgery (bilateral salphingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the pre-existing condition improved had resolved. The reporter considered medical device removal and pre-existing condition improved to be related to essure. Concerning the injuries reported in this case, the following event was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.